Manufacturer narrative:
Company representative evaluated the unit and replaced the unit's main board and noisy exhaust fan.

Event description:
Customer reported that passport 2 monitor shuts down. No patient injury reported.